Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: a striated punctured assessed as surgical damage like consist in the use of some surgical tool. An opening crease smooth on anterior assessed as fold flaw opening a delamination partial of the valve (adhesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.